Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit has post timer/24v failure. Customer reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: through follow-ups, key market (km) indicated that the reported problem was confirmed. The manufacturer's field service engineer (fse) was dispatched to the site and checked the exhalation flow sensor and its condition. Fse also set the unit in different modes; unit is working normally. Fse run extended self-test and short self-test; both tests passed successfully. Resolution and disposition: no parts were replaced due to fse run extended self-test and short self-test; both tests passed successfully. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: root cause for the reported issue could not be determined at this time.